Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time no further information is available and records indicate this system remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed oversensing of noise on the atrial and ventricular channel. Pacing was inhibited on the ventricular channel resulting to greater than 2 seconds of asystole. No adverse patient effects were reported.